Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 500 to 800 ohms. Exercise testing was performed and no anomalies were noted. Subsequent information was received that this rv lead exhibited a high out of range shock impedance measurement and a low out of range impedance measurement. It was indicated the patient would continue to be monitored. No adverse patient effects were reported.